Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implantation procedure, all 3 pacing and defibrillation lead impedance measurements were high and out-of-range after connecting to the new implantable cardioverter defibrillator (ICD). The lead measurements became normal after switching out the ICD for a different one. Patient had no symptoms and was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.